Event description:
General report received of an unspecified number of disconnections. The customer contact reported that over the last several months an undocumented number of incidents were reported by the clinical staff. The unspecified hospira tubing sets were being used to deliver unspecified medications and the option-lok male adapters of the tubing sets were connected to the clave ports of unspecified gravity tubing sets. After unspecified lengths of time in use, the nurses noted the option-lok male adapters of tubing sets had disconnected from the clave ports. The customer contact reported that it was unknown if the nurses replaced the tubing sets or reconnected the tubing sets. There were no reported adverse patient effects and no reported delays of therapy critical to these patients. It was reported that no further medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).